Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the pt's investigation.

Event description:
A user facility reported that on (B)(6) 2014, a peritoneal dialysis (pd) pt was discharged from hospital for pancreatitis, which also required the removal of his gallbladder. The pt resumed pd therapy after being discharged. On (B)(6) 2014, the pt began experiencing drain pain and reported blood in his drain line. The pt was also having issues with fluid pocketing, draining difficulty, and a bloated feeling on one side of his body. The pt contacted a pdrn who helped pt continue with a manual exchange but he continued to have draining difficulty, continued to feel uncomfortable and too full. The treatment was not completed. The pdrn advised the pt to enter interventional radiology as an outpatient on (B)(6) 2014. Radiology suspected a potential peritoneal rip and monitored the pt. The pt was switched to hemodialysis on (B)(6) 2014. The pt has been in good health since beginning hemodialysis.